Event description:
The surgeon reports that 6-8 months after the original surgery, the dynabunion plate appears to have shifted and motoband bone screws at the proximal end of the plate have backed out. The antidrift bolt (adb) appears to have pull-through the plate, although the surgeon states that the plate has migrated as opposed to the adb. The surgeon states that the patient has a non-union, potentially due to non-compliance after the initial surgery regarding wearing boot and return to full activity. The surgeon identified the patient had heterotropic ossification around plat with soft tissue scarring. The patient reports very limited, almost no pain at follow-up where migration identified.